Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient.

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. Data was returned but will not confirm the issue or determine a probable cause. The probable cause cannot be determined. No injury or medical intervention was reported.